Event description:
It was reported that the patient was to undergo a procedure to have the entire deep brain stimulation (dbs) system implanted; however, before the first lead was placed, the patient experienced an epileptic seizure. The patient was given antiepileptic medication, and a computed tomography (CT) scan was immediately taken and confirmed there was no intracranial bleeding or brain damage. The physician assessed the seizures to be potentially related to the general anesthesia and decided to move forward with implanting the leads under local anesthetic. Implantation of the leads was successful, and placement of the implantable pulse generator (ipg) and extensions were postponed for another day.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: (B)(4).